Event description:
On (B)(6) 2009, the patient was implanted with two gore® tag® thoracic endoprostheses (tg3420/06506734 and tg4020/05776213) by a pull-through technique to treat a thoracic aortic aneurysm. On (B)(6) 2009, the patient developed a paraparesis followed by a feeling weakness of his lower extremity and a neurogenic bladder dysfunction. On the same day, the patient was implanted with a urinary catheter to treat the neurogenic bladder dysfunction. On (B)(6) 2009, the patient was discharged from the hospital, and no further adverse events were reported. On (B)(6) 2010, in his six-month follow-up visit, the patient had been recovered from the paraparesis and no further adverse events were reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.